Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was prolonged by approximately 30 minutes as a result of the issue. The total operative time was 4 hours and 30 minutes. There were no intra or post-operative complications due to the delay. According to the surgeon, the patient's health was in the current state not impacted by the event and there were no concerns about procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.